Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and calcified proximal left anterior descending artery. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon second inflation at 8atm. The device was removed without any problems and the procedure was completed with another of the same device. There were no patient complications reported post procedure.